Event description:
It was reported that the medical professional could not program generators when using her programming computer. When she tried to program a device, the program button was unresponsive. The nurse also mentioned that there is a fault with the date and time settings as it will not allow her to change the date. No further information was received to date.